Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the needle hub would not release sensors. Customer had to pull them and sensors broke. Customer's blood glucose was between 100 mg/dl to 200 mg/dl. Customer was advised the sensors will be replaced. Customer will not be returning the sensor for analysis.